Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: a device replacement procedure was anticipated to be scheduled for this month. A good faith effort has been submitted to the field to obtain further information. At this time, no response has been received.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. Additional information: a request was submitted to the field to obtain product return. The field representative confirmed that the device was discarded as the physician felt that it was unnecessary for the device to be analyzed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.